Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. The reported patient effects of worsening mitral regurgitation and chordal rupture (tissue damage) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All information was investigated and the reported positioning failure appears to be related to patient morphology/pathology and due to severely restricted posterior leaflet and coaptation gap. The difficult to remove from the chordae appears to be related to the procedural circumstances of grasping attempts (positioning failure). Based on the information reviewed, the reported tissue damage resulting in mr appears to be due to attempts to grasp the leaflets (positioning issue). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for difficult removal and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient anatomy included a severely restricted posterior leaflet and a 5 mm coaptation gap. The clip delivery system (cds) was advanced into the patient anatomy and an attempt was made to grasp the leaflets. Multiple attempts were made; however, due to the restricted posterior leaflet and the coaptation gap, the clip was unable to grasp both leaflets. Additionally, during grasp attempts, the clip became caught in the chordae. Although the clip was able to be removed, it was suspected that a chordal rupture occurred as the mr was slightly worsened. No intervention was performed to treat the chordal rupture and the procedure ended with no clips implanted. No additional information was provided.

Manufacturer narrative:
The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances as the patient underwent a second mitraclip procedure and the mitral regurgitation (mr) was successfully reduced to grade 2. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided. The patient underwent a second mitraclip procedure on (B)(6)2020 . Two clips were implanted and the mitral regurgitation was reduced from grade 4+ to grade 2. There were no adverse patient effects and no clinically significant delay. No additional information was provided.